Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during use. The home patient (hp) explained that they disconnected to go to the bathroom during dwell and when they got back in bed, they forgot to reconnect. The hc then started to alarm se 2240 and the hp re-connected. The tsr instructed the hp to cycle the power in order to clear the alarm. The tsr advised the hp to dispose of the current supplies and start over with all new supplies, or continue with manual bags. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.